Event description:
Pt underwent surgery to remove and replace breast implants. Implants originally placed in 1984 and then replaced in 1993 due to rupture. Surgeon's report of 2-3-00 surgery notes ruptured right breast implant and baker grade 3 capsules. Left implant also removed, found to be intact.